Event description:
It was reported that while attempting to cross the treat the celiac artery, the stent detached from the balloon. An attempt was made to capture the stent with a pta balloon, but it was unsuccessful. The stent remains in the common femoral artery. The pt was scheduled for stent removal on another day. No pt injury was reported.

Manufacturer narrative:
A mfg review was performed. The lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for stent detachment. It should be noted that the complaint comments state: "physician was attempting to cross the celiac artery, which was tortuous, with the device when the stent came off of the balloon". It is possible that pt factors (ie. Pt anatomy) contributed to the reported event. In addition, per the current IFU (instructions for use), the safety and effectiveness of this device for use in the vascular system has not been established. This device is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. Therefore, usage of this device contrary to its intended use may have been a contributing factor to the event. However, based upon the available info, the definitive root cause is unk. The current IFU (instructions for use) states: indication: the valeo biliary stent is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. Warnings: the safety and effectiveness of this device for use in the vascular system have not been established. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. The stent cannot be re-positioned after it is fully deployed.